Manufacturer narrative:
The known phase to phase short was reported in MFR report # 2916596-2021-06938. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on the night/early morning hours of (B)(6) 2021 and (B)(6) 2021 the patient's spouse called regarding a pump stop and a steady red heart alarm. The patient is known to have a phase to phase short of their device. After multiple attempts of getting the pump to restart (disconnecting percutaneous line) it remained off, however after 13 minutes of being off, the pump restarted again. The patient's spouse called on the morning of (B)(6) 2021 and a decision amongst the medical team was made to deactivate the heartmate ii device due to alarm fatigue and difficulty getting the pump to stay on. The percutaneous line was then disconnected at around 0930 the pump remained off. The patient was stable at that time. The patient continued to have anxiety throughout the weekend. The spouse called the hospital back on (B)(6) 2021 and the patient was put into hospice. The patient passed away on (B)(6) 2021 in the evening at home surrounded by family. The pump was explanted by the mortuary on (B)(6)2021 and will be returned to abbott for analysis and sterilization.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, and the 39¿ distal portion was returned in for evaluation. A previous perc lead repair was observed. The flex section was cut midway prior to return, and the proximal end was not returned. The inlet tube was not returned. The distal end of the flex section was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. Less than 1¿ of the outflow graft was returned attached to the pump. Less than 1¿ of the outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed dried blood throughout, however, no evidence of developed depositions or thrombus formations were observed. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket appeared unremarkable. Upon removal of the silicone jacket, the bionate cover was discolored, and damage was observed 32¿ from the metal connector. Fraying and minor breakdown in the metal braided shield was observed throughout the length of the driveline. Areas of more severe breakdown were observed approximately 28, 29, and 31-33¿ from the metal connector. Microscopic and visual inspection of the wires revealed breaches in the insulation of every wire approximately 32-33¿ from the metal connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of every wire that would have resulted in an electrical short. The insulation breaches of each of the wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Similar events could have occurred if the exposed conductors of any of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The account reported pump stops, and the medical team made the decision to deactivate the hmii device due to alarm fatigue and difficulty getting the pump to stay on. Hospice care was started on (B)(6) 2021, and the patient passed away (B)(6) 2021. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, lists death as an adverse event that may be associated with the use of heartmate ii lvas. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿¿¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21may2014. No further information was provided. The manufacturer is closing the file on this event.